Event description:
A talent bifurcated stent graft system was implanted in a pt for the endovascular treatment of a 5 cm abdominal aortic aneurysm approx 44 months ago. The vessels were more tortuous on the right side than the left and the aortic neck was not angulated. It was reported that the stent graft was found to have migrated, and the decision was made to repair with 2 medtronic aortic cuffs which are not approved for use in the united states. The cuff placement procedure became complicated, and the decision was made to convert the pt to open surgical repair, and explant the stent grafts. The pt lost 5 units of blood during the procedure. The explanted stent graft was received and its eval is pending. No additional clinical sequelae were reported.

Manufacturer narrative:
Eval results and conclusion: other - lack of info (analysis of the explanted stent is pending), (migration), (removal difficulties after cuff implant).